Event description:
It was reported that a resume pump alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause was due to resume pump alarm. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.